Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2020.

Event description:
It was reported that the patients device was not effective and was causing legs to tingle uncomfortably. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.